Event description:
Information was received on (B)(6) 2016 from a health care professional (hcp) via a manufacturer&#38112;representative regarding a patient who was receiving baclofen 500 mcg/ml at a dose of 160 mcg/day via an implantable pump for intractable spasticity and spinal pain. It was reported that the pump and catheter were removed due to infection on 2016-09-01 and that the pump would be returned for analysis. The patient status at the time of the report was indicated as "alive -no injury" and that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.